Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient fell out of his wheelchair as his daughter was trying to clean him up. The patient fell forward, and his knees hit the floor. The patient experienced some dizziness prior to the fall. The patient¿s daughter called emergency medical services as she was unable to get him up off the floor. The patient¿s cgm was reading 70 mg/dl at this time, and then started dropping to 56 mg/dl and then 42 mg/dl by the time ems arrived. Ems did not do a bg meter reading and only used the patient¿s cgm values at this time. Ems treated the patient with oral glucose. However, after 20-30 minutes, the patient¿s cgm value did not rise. Therefore, ems transported the patient to the emergency room. At the ER, the patient¿s cgm was still reading 42 mg/dl while the bg meter was reading 141 mg/dl. At some point, it was also mentioned the patient has been vomiting. The was also some discrepancy from the reporter as to whether ems or the hospital staff provided the patient with glucose, as the reporter¿s details changed during the call. The patient was discharged home after approximately 10 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to ems. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.